Manufacturer narrative:
The insulin pump was received with no button response due to flatten button dome switch and unlocked lcd keypad connector. No button error alarm noted during testing. The insulin pump was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or perform bayer transfer due to buttons not responding. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the esc button was sticking. The customer also reported that there were cracks on the screen and battery compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that they fell with the insulin pump which caused the cracks and scratches on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.